Manufacturer narrative:
Received two (2) photos from the customer. One (1) photo of the packaging and one (1) photo of the filter. No evidence of leakage was observed. The complaint of leakage cannot be replicated or confirmed without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a primary plum set where it was reported that leakage was observed from the filtered chamber, appearing to originate from a small hole at the distal end of the chamber. A photo was taken; however, it is hard to see the fluid. The patient reportedly noticed approximately two drops of fluid on her arm. The medication used was cemiplimab. The product was replaced, and therapy resumed without any further issues. The issue was noted during infusion. There was patient involvement but no one was harmed in the event.